Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant has ruptured" and "concern" against left side device. Device remains implanted.

Event description:
Healthcare professional additionally reported left side capsular contracture baker grade IV, "intact with silicone leak", "reactive inflammatory changes" and cyst (non device related). The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, d6b, g1, g2, h6